Manufacturer narrative:
Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer¿ sst" blood collection tubes had a cracked stopper. The following information was provided by the initial reporter: "the blood was drawn, it was found that the needle stick of the rubber soft plug was cracked, which made it impossible for vacuum blood collection".